Event description:
The customer reported there were black spots found on the jelly area of the grounding pad. No pt was involved. Initial evaluation of the incident sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.